Manufacturer narrative:
Reference number (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed is the us list number. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Post procedural complication is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. That day, the patient experienced the peg was pricked through the abdominal crease. The position of the peg was corrected and the patient was treated with an unknown intravenous antibiotic.

Manufacturer narrative:
Reference record (B)(4). Additional information in event description.

Event description:
The abdominal crease was accidentally punctured by the physician during the peg placement on (B)(6) 2018. The position of the peg was corrected on (B)(6) 2018. There have been no reports of stoma complications. The patient preventively received antibiotics.